Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient has been struggling lately with symptom control and the patient had 3 accidents during the night the night prior to the call. The caller indicated that the patient had symptom control during the day at the time of the call, but the day prior to the call the patient had accidents similar to those described on the night prior to the call. At the time of the call the patient was set to 3.5 on program 2 and had increased to 3.5 from 3.2 a couple days prior to the call. The patient was advised to follow-up with their healthcare provider (hcp) and the issues were reported as sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.